Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy -"dr. (B)(6) have to made emergency surgical intervention to a patient that we did a cholecystectomy because he had bilary leak with generalized bile peritonitis. This have happened because the clips were released/loose, both the clips from the vessel. Although it happened with one patient of all in our opinion is too much, even more because of the severity of the complication, tell us the doctor. He have commented us that in some cases the clips do not close properly, but he din´t give relevance and used other clip from the same device. The cholecystectomy was made on (B)(6). They believe that they can not recover all the clips, the surgeon din´t remember the quantity of clips that they used on the first surgery" type of intervention- "they have to do an other laparoscopic procedure in order to "clean" abdominal cavity and close again the vessel". Patient status - "ok, the patient have left the hospital today".